Event description:
During a lead extraction and generator change out procedure in which the pulsar generator and plasmablade device were utilized, damage to the lead was discovered. The lead was burned, therefore it was replaced and case continued with use of the pulsar generator and plasmablade device with no further issues. No reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event: (B)(4). Method, results, conclusion: generator still in use and facility not returning for investigation. . (B)(4).